Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was found that the cardiosave intra-aortic balloon pump (iabp) had a broken tether assy. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): during a preventative maintenance (pm) service, the getinge field service engineer (fse) found a broken tether assembly. To fix the fse replaced the tether assembly which corrected the issue. Completed pm, a full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).